Event description:
Related manufacturer report number: 2017865-2022-45512. It was reported that noise, oversensing, high pacing impedance, and high defibrillation impedance was observed on the right ventricular (rv) channel. Diagnostic imaging was performed and revealed the rv lead was not adequately inserted into the device header. The device and the lead were tested individually during the revision procedure and were performing as expected. The rv lead was reconnected to the device to resolve the event and the patient was in stable condition.